Manufacturer narrative:
(B)(4). Investigation summary: one sample was returned by the customer. Sample was connected to a bd syringe and attempted to flush water through the set. Set was unable to be primed. The set was analyzed under higher magnification. Excess solvent was seen between the female luer and the tubing. A device history record review for model 20029e lot number 20065870 was performed. The search showed that a total of 4103 units in 1 lot number was built on 15jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: the customer complaint that a smartsite extension set occluded with infusion was verified. Root cause description: the root cause of the occlusion was due to the excess solvent. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the 10 inch  ext w/ 0.2 ped & vlv port was occluded during the infusion. The following information was provided by the initial reporter: "we have a bd smartsite extension set that occluded with infusion."